Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer's blood glucose level was 165 mg/dl. Multiple syringe needle changes and multiple cartridge changes were performed resolving the issue.